Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using the bd insulin syringes with bd ultra-fine¿ needle breaks off. The following was received by the initial reporter: consumer reported, needles bend and sometimes break when taking injection. Stated, if a needle breaks off in her skin, she is able to remove it.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using the bd insulin syringes with bd ultra-fine¿ needle breaks off. The following was received by the initial reporter: consumer reported, needles bend and sometimes break when taking injection. Stated, if a needle breaks off in her skin, she is able to remove it.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd insulin syringes with bd ultra-fine¿ needle breaks off. The following was received by the initial reporter: consumer reported, needles bend and sometimes break when taking injection. Stated, if a needle breaks off in her skin, she is able to remove it.